Event description:
Boston scientific bodyguardian mini plus (bs) - serial number: (B)(6) - 30-day study for cardiac issues that can lead to stroke/heart attack/death. I am a 46-year-old male who is very tech-savvy. I confirmed this issue is prevalent, and the local staff are having difficulty escalating this very serious issue within their hospital/health system and their vendor (boston scientific). I picked up the bs device for a 30-day study from (B)(6) hospital on (B)(6) 2023. It was working when I left the facility. The monitor is supposed to last 3-4 days, but not 12 hours, and when the battery drains and then is charged, it no longer connects to the android phone. The first time this happened, I called boston scientific support and it took 40-60 minutes (their log should have the exact time) to clear the cache on the phone and reconnect the device. I was advised to see if the monitor would last 3-4 days, it did not. I called bs again the next day, and they said they would send a replacement monitor. I have yet to receive the monitor, now on the 8th day since the start of the cardiac study. I am an engineer who worked at a big tech company for 15+ years and a tech entrepreneur/expert, and I have difficulty getting the bs devices to work. (They are not working). I am at risk of a cardiovascular event (stroke/heart attack, disability, death). What about open heart surgery? Valve replacement? Bypass? What about an elderly person? How many patients have had adverse events (stroke, disability, death)? Submitting FDA complaint. Please look into this. I expect several adverse events, and this device needs to be fixed/recalled asap. Feel free to contact me if required.